Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited atrial undersensing during an arrhythmia and delivered inappropriate high voltage therapy. Programming change was suggested but not made. The patient was prescribed medication after the event and has not experienced arrhythmia since. Patient is in stable condition.